Event description:
It was reported that the right atrial (ra) lead was very likely broken. Several therapies were inhibited. The patient noted a vibration and presented to the hospital. Noise was seen on the atrial channel. Lead disposition is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).